Event description:
A report was received regarding a patient implanted in 2008 with click x device and two nflex rods who presented post-operatively with back pain. Upon revision, it was reported that the two nflex rods were broken at the l4-l5 level and that l5-s1 was fused, l4-l5 was not fused. The surgeon removed the entire click x implant and two broken nflex rods ranging from level l4 to s1. This is report #6 of 14 for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment not diagnosis. This event involved a broken n-hance rod but there is no mention of the click'x pedicle screws or caps playing a role. The original reason for treatment and the implantation techniques that were used are unknown. The rods fractured in a location where there is both a thin cross section and a feature acting as a stress riser. The device may have been subjected to applied stresses or cycles that exceeded the implant's ability to resist. The portions of the rods that do not contain the flexible components have slight marks fairly close to the fracture that suggest the middle screws were locked fairly close to the flexible components. The pedicle screws appear to be in good structural condition. The rods have been damaged but this product has shown a past sensitivity to implantation technique. The implantation techniques that were being used to implant these devices are unknown. With so little known about the implantation technique a definitive root cause cannot be determined.